Event description:
A customer reported that a cartridge was not fully snapped into their pump. There was no adverse impact to the customer¿s blood glucose level. The customer, who had a case on the pump, was instructed to remove it, inspect the pump and pneumatic tap area, and found an o-ring on the pneumatic tap. They were advised to remove the o-ring, clean the area, and check the cartridge. The customer decided to resolve the situation independently after receiving guidance, and the case was closed by technical support.